Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. Pendant gave wrong command (intermittently/not always) when pressing move gantry forward, instead it tilted the gantry. A pendant replaced. Ok. All command/buttons on pendant checked in application. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The pendant was returned to the manufacturer for analysis. Investigation confirmed "wrong response of buttons." Visual inspection results find the pins in the connector are bent, precluding system testing. The laminate touch pad buttons are very worn, and the gantry directional buttons specifically show much wear. Pendant overlay has breakaway imaging logo, and rev: on the label is blank. Faulty pendant. The hardware investigation found that reported event was related to an electrical failure mode; defective pcba.

Event description:
A site representative reported that, during preoperation while setting up equipment for a spinal procedure, the imaging system not acting as expected when pressing different buttons. The site reported that when they press the extend imaging system button it instead tilts. The nurses also called and said that the issue was in general with different buttons. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.